Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the capsule fell into the patient's stomach when deployed. An endoscopy was performed prior to the bravo procedure and the esophagus appeared normal. Lubricant was used to facilitate capsule replacement but the reporter is sure that no lubricant went into the capsule chamber. The patient did not experience any harm and intervention was not required. However, a repeat bravo procedure was performed. The device operator has used this procedure for over 10 years and is cec trained. No other known adverse events were reported.

Manufacturer narrative:
(B)(4). Evaluation summary: one delivery system and capsule were received for evaluation and investigated visually for external damage. The delivery system and capsule were disinfected and the lot number and ID# matched the information provided by the initial reported. The trocar needle was advanced. The delivery system was not bent and the plunger was not broken. The emergency procedure was not implemented and the capsule electrodes were okay. The delivery system did not have any other visible damage. Per the condition in which the device was received, the delivery system and capsule seemed to be functioning per specification. A review of the device history records for the provided lot / serial number was completed and indicates all parameters and acceptance criteria for entries potentially pertinent to the reported event were within specified limits at the time of release.